Event description:
It was reported that the plastic container contained burn holes on it causing sterility questions. There was no impact or harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Additionally, identified damage to the sterile packaging (pouch). Sterility has not been compromised. The reported event is confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.